Manufacturer narrative:
H3, h6) no parts have been received by the manufacturer for evaluation. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000529. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that there was intermittent responsiveness with the buttons on their pendant. Manufacturing representative (rep) stated that the buttons still function, but they had to press the buttons harder and stated that the pendant shown normal wear and tear. There was no patient involvement.

Manufacturer narrative:
H3, h6: the manufacturing representative (rep) went to site to test the imaging system and replaced faulty pendant due to buttons being worn and intermittently not working. Performed system checkout per asm and returned to service. H3,h6: the component was returned to the manufacturer for analysis. Analysis found that unable to confirm reported issue intermittent pendant function. Pendant failed visual inspection. The cable for the pendant was not returned, unable to be testing. Missing pendant cable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.